Event description:
It was reported by the customer that a pyxis medstation es system refrigerator door was not unlock. The customer stated that the user was unable to retrieve any medications in the refrigerator. There was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no failure. A field service engineer confirmed with customer there was no problem found. The system functioned as intended after field service engineer troubleshoot the device.